Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement which was identified through remote monitoring. Technical services advised bringing the patient into the clinic to perform troubleshooting. As of today the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient was seen in clinic and it was confirmed that there was only one low out of range shock impedance. No intervention is planned and the patient will be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.